Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The motor device was evaluated and the reported condition of the drill rotating beyond mechanical stop was confirmed. An assessment was performed on the device which found that the handpiece rotates past the swivel pin, it vibrates excessively, and failed the noise assessment (actual reading: 79.7 dba; specification: >76 dba). During repair it was observed that the swivel pin was broken, the flex circuit was corroded and potting cracked, and the drive shaft was broken. It was determined that the handpiece rotates past the swivel pin due to the swivel pin being broken. It was further determined that the broken swivel pin was caused by exerting excessive force or rotation to the device. It was determined that the vibration and failed noise assessment were due to the broken drive shaft. It was also determined that the broken drive shaft was due to excessive force on the device, which is user error. The assignable root cause of the corroded and cracked flex circuit was determined to be due to component damage caused by normal wear over time, the failure was caused by worn out potting. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during preventative maintenance it was observed that the motor device (drill) was rotating beyond mechanical stop. During in-house engineering evaluation, it was determined that the device was vibrating excessively, and failed the noise assessment. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.